Event description:
It was reported that the patient developed a pocket erosion and infection on their dual chamber pacemaker system. The cause of infection is unknown. A pacemaker system explant is anticipated. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).